Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting the ¿device service required¿ warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The date recorded on the returned pad device was (B)(6)1969, which indicated a problem with the real time clock. The coin cell which supplied power to the clock was tested and no fault was found. The real time clock date and the time had become corrupted sometime after dispatch on (B)(6) 2011, for reason unk. It was not possible to replicate the problem. The customer was alerted to the fault at installation. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.